Event description:
The patient reported to her dentist on (B)(6) 2013 that the implant that was implanted on (B)(6) 2013, had been swallowed during her sleep. The doctor evaluated the site and confirmed that the non-integrated implant had exfoliated. The doctor recommended the patient have an x-ray to confirm the implant location but the patient declined. The patient also reported she felt that she must have passed the implant because she does not have any pain or discomfort. This incident was originally reported on the asr.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices) was checked in error, changed to other serious (important medical events). Replacement was checked in error

Manufacturer narrative:
Based upon the information received, death or serious injury did not occur as a result of the implant being potentially swallowed. Medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure did not occur. A malfunction did not occur. However, in an abundance of caution, a MDR is being filed as it is recognized that the possibility exists that the ingestion of certain devices and/or the ingestion of certain devices by individuals with certain health conditions may increase the likelihood that death, serious injury or medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure may occur.

Event description:
It was reported that the implant came out while the patient was sleeping. Product cannot be found. The patient thinks that she may have swallowed it but isn't reporting any health consequence.